Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the vs-1 channel set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty engaging the set screw.

Event description:
It was reported that during device change out due to normal eri, the set screws on the pace/sense portion of the lead would not engage. The device was ultimately explanted and replaced.